Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported by the patient that 4 defective infusion sets all belonging to the same box received the blocked insulin flow alert with all 4 in a row on the same day. The pump was tested it worked correctly the infusion set was tested and it was determined that it was blocked it was recommended to change the infusion set and when it was placed the drops came out. Latest blood glucose level was 300 mg/dl. No further information was available.

Manufacturer narrative:
Device 4 of 4.